Event description:
Facility reported: after approx 4 hours of treatment, pt's venous needle dislodged while he was sleeping, and believed to have jerked his arm. Pt lost consciousness for several seconds then responded to saline bolus. Pt was transferred to ER hosp for evaluation, seen and released. Ebl 500cc. Report indicated that event occurred on 8/6 and pt returned to unit on 8/8. Dialyzed without incident.